Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the pacemaker had no output and no telemetry. The device was tested with a magnet and there was no response. When the patient was seen the previous year, the battery had more than three years remaining in longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.